Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's evaluation of a spectrum pump, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. It was reported by the customer that a spectrum pump had a "sense issue", which was determined to be a constant downstream occlusion alarm. It was also reported that there was no patient injury. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump had a "sense issue". It was also reported there was no patient injury.